Event description:
Report received of an undocumented number of incidents of "body substances" being sprayed on health care professionals when using isolyzer with suction set-ups. It was reported that the health care workers were putting isolyzer (a material which solidifies blood in suction canisters to allow for solid hazardous waste disposal) into the suction set-up before use. During use, the suction lines would then clog and gases would build up, causing the lines to pop free. The health care workers also were not closing off the suction when pulling out the hard canister. This resulted in spray of the contents of the suction liner and contamination of the health care workers. The reporter stated that the contents may contain "body substances." There were no reported consequences to the health care workers. Although requested, no additional info was provided.